Manufacturer narrative:
(B)(4). Method: the complaint myairvo humidifier was received at fisher & paykel healthcare (f&p) in (B)(4) and was visually inspected and electrically tested. Results: during testing it was found that the audible alarm was not working. The fault was traced to a faulty speaker and electrical resistance testing has shown the speaker's resistance to be open circuit. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the myairvo production line, which identifies and discards any faulty speakers prior to assembly into the myairvo. Additionally, a new speaker unit has more recently been sourced from a different supplier. The subject myairvo was manufactured prior to implementation of these measures. The myairvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor reported that a pt100 myairvo humidifier was not working properly. Upon device investigation, it was found the speaker of the pt100 was not working properly. There was no patient involvement.